Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while the surgeon was doing vascular anastomosis, the device had quality issues, wherein both needle and thread broke four times. Patient status was not provided.